Event description:
It was reported in a physician case presentation that a spinous process fracture occurred in a pt during an x-stop procedure. No further info on the event was provided.

Manufacturer narrative:
Method- device not returned, internal review of presentation.